Event description:
A customer contacted baxter's technical service center reporting from a registered nurse (rn) that the home patient (hp) had an alarm during the initial drain and changed out the cassette, but not the solution on a home choice (hc). The technical service representative (tsr) advised the rn that when starting over with all new supplies all supplies need to be changed out and not just the cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during an alarm situation check patient line, customer switched the cassette only and not the bags during therapy, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.